Event description:
It was reported that the pt was admitted on 10/17/97 with anterior wall infarction. An angiogram was performed. Reportedly, the stent was deployed without difficulty. The following morning, 10/18/97, the pt became bradycardic, then went asystole. Resuscitation efforts failed and the pt expired. No autopsy was performed, therefore the exact cause of death is unknown.